Event description:
Per the customer, during a scoliosis surgery using a navigated device the surgeon determined the device was inaccurate. The customer discontinued use of the equipment to conclude the case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a scoliosis surgery using a navigated device the surgeon determined the device was inaccurate. The customer discontinued use of the equipment to conclude the case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.